Event description:
The company was informed that the patient's device was explanted for medical reasons. Testing of the device revealed the device was functioning. The center reported the patient's issues is due to physiological issues and is not implant related. The patient's device was explanted.